Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 95 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Insulin pump numbers do not ramp up or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.